Event description:
Alarm does not stop sounding off. Error 001-002 (motor rotation). Motherboard replaced.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Due to the reported event the device log could not be downloaded therefore no review was performed. The device originally triggered a technical error 01 and was repaired locally by the customer biomedical technologist. As per technical manual the motor kit was replaced but a continuous alarm was still occuring. Therefore the device was sent to infusystem for further investigation. The constant beeping was confirmed and there was no display on the device. This was resolved by replacing the cpu board which was sent to brézins for investigation. Upon visual check it was noticed that some components were damaged. Nevertheless the cpu board was cross-tested. The absence of display was confirmed with no communication possible and the cpu board was heating up. It was confirmed that the root cause of the reported issue was due to a defective cpu board following the device being hit or dropped. To our knowledge this complaint was not being related to patient safety. This complaint is not valid. No action was initiated for this event as per our local procedures.